Event description:
It was reported that the syringe flang was not in place. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed a non-original equipment manufacturer case and battery on the device. Additionally non-original equipment manufacturer tamper seals were found on the device. Review of the event history log showed an occurrence of a "check flange sensor" error. Functional testing duplicated the "check flange sensor" during the syringe test. The device failed the flange sensor test. The investigation determined that misalignment of the optocoupler due to incorrect assembly by the customer was the cause of the reported issue. The optocoupler was reassembled. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously. Additional information: h6 health effects health impact updated.